Manufacturer narrative:
The automated impella controller (aic) was received for evaluation. Upon investigation completion, a supplemental MDR will be filed.

Event description:
The complainant reported that an automated impella controller (aic) unexpectedly shutdown during impella rp support. The impella rp was subsequently weaned and the patient remained supported with the implanted impella 5.5 pump. There was no patient harm.

Manufacturer narrative:
The investigation for the reported console "shutdown or restart" issue has been completed. The console and data logs were returned for evaluation. Data logs were reviewed which confirmed that an unexpected controller shutdown event had occurred, matching the reported complaint. The report complaint could not be reproduced. However, both the pbm and impellatronic board were determined to be involved in causing the reported complaint. The cause of the issue was not be conclusively determined since the issue could not be reproduced. The most likely root cause was determined to be an electrical fault that damaged both the pbm and impellatronic board, triggering the unexpected shutdown/reboot as well as the subsequent controller errors.